Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose level was 61 mg/dl. As the pump was still functional, customer would continue to use the pump for insulin therapy.